Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 9-year follow-up visit, severe central aortic insufficiency (ai) was diagnosed in a patient with an evolut r 29 mm transcatheter heart valve. The patient required a transcatheter aortic valve replacement. It was alleged that the patient's poor dental condition potentially induced an aortic valve infection, which contributed to the ai. Subsequently, a valve-in-valve implant was planned as treatment.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. It was reported that 9 years after implantation, severe central aortic insufficiency occurred that could have been a result of aortic valve infection. Images support that a non-medtronic valve was implanted, and final angiogram shows no aortic regurgitation/paravalvular leak. As listed in the instructions for use (IFU): the corevalve evolut r system is contraindicated in patients who cannot tolerate nitinol (titanium or nickel), an anticoagulation/antiplatelet regimen, or who have active bacterial endocarditis or other active infections. Potential risks associated with the implantation of the corevalve evolut r bioprosthesis may include, but are not limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.